Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
Boston scientific received information that during the implant procedure of this right ventricular (rv) lead, a small cardiac effusion was observed and confirmed via echocardiogram. The cause of the effusion was not conclusively identified, but it was suspected to be due to perforation of the rv. The patient was stabilized and the rv lead was successfully placed with no further issues. However, at this time, the lead has been removed and replaced for an unrelated reason. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection of the lead was performed. The complete lead was returned, but was in two segments 9 cm from the terminal pin. The helix was fully retracted. Inspection of the lead body and electrode tip found no anomalies. Laboratory testing did not identify any lead characteristics that would have resulted in the clinical observations.